Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 5 of 5 on the home choice (hc). There was no solution bag or home patient (hp) disconnection. The hp had four bags connected and there was solution in the final bag only. The connections were all tight and there were no leaks. The hp would complete therapy with manual bags. The alarm was cleared. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.